Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarm during testing. However, insulin pump had unexpected pump errors after monitoring for several minutes, pump error alarm during self-test and high sleep current measurement. The internal battery connector was found not properly connected. Connected the internal battery, then the insulin pump was monitored for 24 hours with no unexpected pump errors noted during testing. Also the sleep current measurement is within specifications. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported for son via phone call for pump error 23,68 and 49. The patient¿s blood glucose was unknown. The customer stated that the pump delivery stopped and got 10 errors and just got trained today. After troubleshooting, customer was advised the pump will be replaced. The insulin pump will not be returned for analysis.